Manufacturer narrative:
Analysis was able to confirm the output connectors were broken and the battery drawer was sticking. Analysis also noted that the main seal was pinched at the battery drawer, the upper case was broken, the lower case was damaged and warped due to the pinched seal, a component of the printed circuit board (pcb) was damaged, all six plugs were damaged with tool marks, one knob was contaminated with corrosion, and both output connector nuts were contaminated. All found defective parts were replaced and all other identified issues were resolved. The device passed final functional and system tests. No other anomalies were found. This device was reported as included in the field action noted but returned product investigation found the device did not perform as described in the field action. The device is no longer included as part of the field action. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) atrial and ventricular output connectors and the battery compartment door required repair. The epg was returned to the manufacturer with a request for testing and calibration. There was no patient involvement.